Manufacturer narrative:
The device was received for evaluation. During functional testing, an failed pressure test was not reproduced. Device was tested for downstream occlusion detection and was able to properly detect an occlusion. A review of the event history log revealed multiple events of "downstream occlusion!". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined . No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed pressure testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.